Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: we had a bad tubing today in chamberlain. After patient run was completed, blood was noted to be backed up through arterial pod into arterial line and beyond the transducer. Machine was pulled for infection control issues. Tubing saved. There were no machine alarms. Hope this is helpful!.